Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent wash out for infection 4 weeks after index hip arthroplasty. Doi: 4 weeks before revision; dor: (B)(6) 2018; left hip.